Event description:
It was reported that a patient was revised thirty plus years post implantation due to instability. There is no additional information available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2024-00360. D10-medical product unknown articular surface. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided pictures identified tibial and femoral implants that show signs of implantation, as they are coated in foreign material. As the devices were not returned further evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a right knee arthroplasty is present with lateral liner wear, metal on metal lateral compartment contact, and knee valgus. Bone quality is osteopenic. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) ¿ femur.